Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Medical product - biomet glenoid, catalog #: 113870, lot #: 690580; biomet humeral stem, catalog#: 11-113700 lot#: 214910.

Event description:
Patient has been indicated for a left shoulder revision due to unknown reasons approximately 14 years post-implantation.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-00969, MFR#0001825034-2018-00970. Concomitant medical products:comprehensive reverse humeral tray w/ locking ring pn115370 ln577960, comprehensive reverse humeral bearing pnxl-115365 ln679880, comprehensive reverse primary stem mini pn113626 ln802870, comprehensive reverse baseplate pn010000589 ln082080. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently. The patient underwent a third revision 14 years later to implant a custom constrained prosthesis due to dislocation. No further information was provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products- pegged glenoid catalog#: 113870 lot#: 690580, humeral stem catalog#: 11-113700 lot#: 214910. Therapy date is unk- however we know it was in 2016.